Manufacturer narrative:
Patient information was requested from the site, but not provided. During evaluation of the device it was found that the first 2-3 inches of the tightrail sheath was filled with dried biological material. The tri-coil was herniated, with pieces of the coil hanging from the tip. The trigger portion of the handle was stuck in the middle position with the blades not quite exposed. The handle was disassembled. Minimal wear was observed on the interior of the handle halves and trigger tabs. Very clean inside. Trigger pin is seated correctly in home position and in good condition. Trigger spring has no wear. The home track barrel corner is in good condition. There was excessive damage on the barrel from the pin cutting a new path due to heavy pulling forces. Sleeve tabs are in proper position. The far track corner is intact. The track has signs of the pin rubbing on it hard, creating a ridge. Device shows signs of heavy use.

Event description:
A philips representative reported that during a cardiac lead management procedure on (B)(6) 2018, the handle of the tightrail 545-513 device malfunctioned. The blades were not rotating, and the handle made a clicking noise. No patient harm occurred. It was reported that this was a right sided entry into the body, with extreme calcium lesions. The suspect tightrail 545-513 device was returned for evaluation and it was found during evaluation on 13sep2018, that the inner coil was herniated. The herniation caused pieces of the coil to extend out of the tip of the device. These evaluation findings made the manufacturer aware that this issue could lead to patient injury if it were to recur, as the coil extending through the tip of the device could lead to unintended tissue damage and/or emboli.